Manufacturer narrative:
This device will not be returned and is expected to be disposed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a relationship between the patient infection and the subject device could not be identified. In addition, since it was unknown that the patient had creutzfeldt-jakob disease, the device used on this patient was used on other patients according to the standards of the user facility and olympus. A root cause of this report incident could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd) cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, follow the respective guidelines in your country.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that a gastroscopy was performed on a patient that had shown symptoms of creutzfeldt-jakob disease (cjd). After three months, the physician was informed that cjd was confirmed at autopsy in the patient who died. The physician was asked to take the device out of service and dispose following the local law regarding disposing of devices affected. The purpose of this complaint is to show that this device was used on other patients. The number of procedures and patients was not identified, but it has been noted that this device was used approximately 200 times. No reports of any other affected patient. This medical device report (MDR) is being created to capture the usage of the device on approximately 200 patients. This MDR is related to patient identifier: (B)(6).